Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B) (4)

Event description:
Patient reportedly tested 2.9 inr on his coaguchek xs system and 3.9 inr on the coaguchek s at his physician's office. Doctor did not change his coumadin dose based on the coagucheck s value. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.